Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2009. It was reported that the pt has stimulation and correct coverage. However, the ipg anchoring suture has become loose and causing discomfort to the pt. The pt is scheduled to have the pocket revised. No further info is available at this time.